Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not opening and were not being read at the back of the drawer. A field service engineer shut down the medstation, removed all pockets, cleaned the cubie trays, unseated and reseated the rowboard cables, reinstalled the pockets, and verified detection upon bootup. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies were not opening and were not being read at the back of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.